Manufacturer narrative:
In this case, it was reported that a file separated during a procedure. As a result of this malfunction, the tooth was extracted to preclude permanent (irreversible) damage to a body structure, though immediate treatment of this nature is inadvisable per expert opinion provided by dr. Even so, this event meets the criteria for reportability per 21 cfr par 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a file separated in the canal during a procedure. The tooth was extracted as a result.